Manufacturer narrative:
(B)(4). Additional device involved in the event: dsl1828j/16567160. (B)(4). The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) clearly states, do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to/breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aneurysm with gore® excluder® aaa endoprosthesis featuring c3® delivery system using a gore® dryseal sheath with hydrophilic coating (dsl1828j/16567160 or dsl1828j16566057) inserted from the patient's left side. After the endoprostheses implant, it was reported that the left external iliac artery (leia) was dissected when the dsl1828j was removed. The physician decided to implant a metal stent to repair the dissection. It was reported that the dissection was observed since access vessel was calcified. The patient tolerated the procedure. No further information is available.